Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary(B) (4) the full lead was returned and analyzed. There were no anomalies found; however, there was distal conductor blood/body fluid (not obstructed), blood/body fluid outer tubing overlay and blood in/on helix/lobe mechanism noted. Visual analysis noted blood on the lobes, and it appears that blood in the overlay tubing restricted deployment.

Event description:
It was reported that during the implant procedure the vein was difficult to access and several attempts were made with the lead to achieve position. An attain hybrid, stylet and three different types of zinger guidewires were used. The wires wouldn't fit inside the lead and the lead would not slide over the wire. The lead fixation system was determined to be locked; however, when the wire advanced inside the lead, the deployable lobes open up and block the delivery of the lead into the coronary sinus. The device was not implanted. No patient complications have been reported as a result of this event.